Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a remote monitoring transmission indicated that undersensing was observed on the right ventricular (rv) lead. The un dersensing did not delay therapy that the patient had received. The rv lead remains in use. No patient complications have been reported as a result of this event.